Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: during testing, the pump powered on normally. The normal basal rate was set to 1.25 units. The pump was powered down multiple times, the basal rated tide not change. The pump¿s batter was removed and then reinserted; the basal rate remained the same. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a other (unusual product issue) issue. The reporter stated that when the battery was removed from the pump, the a1 weekday basal settings would clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.